Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: how was the procedure completed? Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? What is the current patient status?

Event description:
It was reported that there was an incomplete staple line during a laparotomy/occlusion. No patient consequence reported.

Manufacturer narrative:
(B)(4).batch # t5ae4d. Device evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damaged and with a sr75 reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.